Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a multiloc surgery with a short nail on (B)(6) 2013, the most proximal of the distal locking screws missed the nail, twice. It was reported that an aiming arm was used, and that the drill sleeve did not aim in the center of the nails locking hole. No further information is available at this time. This report is for an unknown locking screw.this is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.